Manufacturer narrative:
Repair investigation is still in progress. A supplemental report will be submitted to the FDA once the repair record is complete. (B)(4).

Event description:
The clinical support specialist initially reported that two atrial fibrillation cases had to be cancelled because of ¿error 9¿ on the carto 3 rmt system. The clinical support specialist went on site the day after the initial errors, ¿error 1¿ occurred so he changed fiber optics cable. ¿error 9¿ then repeatedly occurred with no patches visible. Additional information received clarified that 35 minutes after starting the first atrial fibrillation procedure communication was lost so the fiber optic cable was changed. The carto system then restarted several times and showed ¿error 1¿, ¿error 2¿, ¿error 3¿. This was followed by ¿error 9¿- an error related to the patient interface unit. The procedure was continued using x-rays but was not completed. The procedure was being performed in the left atrium and a transseptal puncture had been performed prior to the carto errors. The patient was under general anesthesia for three hours but did not require extended hospitalization. This event is reportable due to the prolonged anesthesia and the transseptal puncture. There was no patient consequence.

Manufacturer narrative:
Manufacturer reference #(B)(4). The clinical support specialist initially reported that two atrial fibrillation cases had to be cancelled because of ¿error 9¿ on the carto 3 rmt system. The clinical support specialist went on site the day after the initial errors, ¿error 1¿ occurred so he changed fiber optics cable. ¿error 9¿ then repeatedly occurred with no patches visible. The faulty system could not be repaired. It was replaced with another one. The new system is now operational. The defective system was sent to manufacturer (htc). Htc return manufacturer authorization reported: the customer complaint was confirmed. Channel 14 on loc rx card was found failed. U195(operation amplifier) on locrx was found failed and this caused reported problem. Since this was a MDR reportable event, an additional original external manufacturer action (DHR review or investigation) was performed. No anomalies were noted in manufacturing or service. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no corrective activity is required.